Manufacturer narrative:
Product event summary: the pump and driveline boot cover were not returned for evaluation. Review of the controller log files revealed an electrical fault alarm, a high watt alarm, and a ventricular assist device (vad) stopped alarm logged on (B)(6) 2019. An electrical fault alarm was logged at 16:24:40 due to an open phase in the front stator, causing the pump to run on the rear stator only. This likely triggered the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. At 16:24:43, a vad stopped alarm was logged due an open phase in both stators. As a result, the reported alarms event was confirmed; the reported "driveline cover pulled back" event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal connection between the driveline and controller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline cover. Model #: unknown / catalog #: unknown / expiration date: unk/ serial or lot#: unknown, UDI #: asku. Device available for evaluation: no. Mfg date: unk, if unknown. Label for single use: yes, if pump. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump exhibited two pump stops, one electrical fault and high watt alarms indicating that the driveline was disconnected from the controller. It was reported that the patient "noticed the driveline cover to be pulled back a bit" and heard an audible alarm. The cover was secured and the pump remains in use. No patient complications have been reported as a result of this event.